Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
It was reported that when the sterile packaging of the hoods were opened at the user facility in preparation for a surgical procedure, a white substance came out of the sterile packaging. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed by a manufacturer service technician through visual inspection. The reported event could have been caused by a manufacturing issue since the debris was contained inside the sterile packaging prior to use, and the product is a single use device. The device was destructively tested by the manufacturer and was not returned to the user facility.

Event description:
It was reported that when the sterile packaging of the hoods were opened at the user facility in preparation for a surgical procedure, a white substance came out of the sterile packaging. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.